Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device. The cpu board was found to be faulty during the service activity and it was replaced. After installing the renewed part, the machine was functionally checked and all the tests positively passed. Unit was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 3t heater/cooler which displayed an error message on display (e06, "pump (stirring mechanism) uses too much power). The event occurred during priming. There was no patient involvement.